Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider (hcp) regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was still having a little issues. It was confirmed stimulation was on. The stimulation for the trial was at 2.0 volts and for the implant device was 1.7 volts. The patient tried to increase stimulation and got a system error message, 0x304cc1b5, unexpected error. The hcp was able to connect and increase her stimulation to 2.0 volts where patient felt it and it was comfortable. Patient will call back when her ipad is charged and stated her communicator and handset were both charged. No further complications were reported. Additional information was received from the patient. It was reported that patient's communicator and handset were working as intended. Patient mentioned the amplitude increased on it's own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that this was solved. No further patient complications are anticipated or expected as a result of this event.